Event description:
It was reported the patient ((B)(6)) is without stimulation and unable to establish communication with the ipg via the programmer. This issue was noticed during the patient's recent attempt to initiate therapy following a brief scs system hiatus. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.